Event description:
Patient presented to the physician with the ipg moving in the pocket, causing pain. Physician suspects that the sutures securing the ipg had broken. Physician brought the patient into the operating room and observed that the silk sutures were pulled from the fascia and suspected this occurred due to manual manipulation of the ipg. Physician re-sutured the ipg with 0-silk sutures and closed the incision.